Manufacturer narrative:
Code 86: evaluation of event based on manufacturing and qc procedures and history of device related to this event. Code 200: co's evaluation of the returned product confirmed that the sheath had separated from the hub. The second plug remained inside the sheath and the tip was contaminated. There was a slight bend in the sheath at the distal end. It is not known when the bend occurred. If the bend was present during deployment of the plug, then movement of the plug past restriction would cause tension leading to separation. Also, the IFU instructs that with kit #1 and kit #2, only on plug should be used. Code 1104 is labeled.